Event description:
It was reported that the unit powers on and off by itself. There were no reports of any pt use during the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it intermittently powered off by itself. Physio-control replaced the sys pcba and then observed proper operation through functional and performance testing. The device was returned to the customer for use.